Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/17/2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/27/2015 with the following findings: on examination, the battery compartment was intact without damage. On testing, the pump powered on and displayed the verify screen per normal operation. On investigation, the pump alarmed with a call service alarm upon the first ¿rewind¿ attempt/during start up. The occurrence of this call service alarm prevented the completion of investigation of the alleged power/no power issue. Unrelated to the original complaint, a language corruption occurred at a component on the printed circuit board resulting in a call service alarm.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).